Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-01812 pertains to the first expect pulmonary device and manufacturer report # 3005099803-2016-01794 pertains to the second expect pulmonary device. It was reported to boston scientific corporation that two expect pulmonary endobronchial ultrasound transbronchial aspiration needles were used at nodal station 4r in the lungs during an endobronchial ultrasound transbronchial needle aspiration (ebus tbna) procedure performed on (B)(6) 2016. According to the complainant, during the first pass of the procedure, the distal end of the first expect pulmonary needle bent (manufacturer report # 3005099803-2016-01812). A second expect pulmonary needle was used and, after the first pass, the physician noted that the end of the needle was blunted and the distal tip was detached (manufacturer report # 3005099803-2016-01794 ). The physician examined the patient's airway with a flexible bronchoscope and visualized the tip of the needle in the airway wall at nodal station 4r. The physician unsuccessfully attempted to retrieve the needle tip with forceps. The patient underwent a rigid bronchoscopy to retrieve the detached needle tip; however, upon examination of the patient's airway, the tip of the needle could not be located. The patient underwent a CT scan of the neck, chest, and abdomen; however, the needle was not identified within the patient. The complainant reported that the patient may have coughed out the needle tip, or it may have been removed through suction. The patient's condition was reported to be well and asymptomatic. No further adverse events have been reported.

Manufacturer narrative:
(B)(4). A visual evaluation of the returned expect pulmonary needle device noted the working length (sheath and needle) was kinked at the distal end of the handle. The needle was also bent in several locations along its length. The tip of the needle was found to be broken and missing, and the needle was bent at 2 mm from the location of the break. A functional evaluation noted that the needle was difficult to extend and retract due to resistance from the kinks and bends. A dimensional analysis confirmed that the outer diameter of the needle was within specification. The complaint that the needle tip broke and detached was confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-01812 pertains to the first expect pulmonary device and manufacturer report # 3005099803-2016-01794 pertains to the second expect pulmonary device. It was reported to boston scientific corporation that two expect pulmonary endobronchial ultrasound transbronchial aspiration needles were used at nodal station 4r in the lungs during an endobronchial ultrasound transbronchial needle aspiration (ebus tbna) procedure performed on (B)(6) 2016. According to the complainant, during the first pass of the procedure, the distal end of the first expect pulmonary needle bent (manufacturer report # 3005099803-2016-01812). A second expect pulmonary needle was used and, after the first pass, the physician noted that the end of the needle was blunted and the distal tip was detached (manufacturer report # 3005099803-2016-01794 ). The physician examined the patient's airway with a flexible bronchoscope and visualized the tip of the needle in the airway wall at nodal station 4r. The physician unsuccessfully attempted to retrieve the needle tip with forceps. The patient underwent a rigid bronchoscopy to retrieve the detached needle tip; however, upon examination of the patient's airway, the tip of the needle could not be located. The patient underwent a CT scan of the neck, chest, and abdomen; however, the needle was not identified within the patient. The complainant reported that the patient may have coughed out the needle tip, or it may have been removed through suction. The patient's condition was reported to be well and asymptomatic. No further adverse events have been reported.